Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The first event occurred under the rosa guidance tab. After the rosa arm was driven to a chosen trajectory point, the field service engineer set the cooperative mode to axial and slow. The surgeon stepped on the vigilance device pedal and then pushed the drill adaptor closer to the patient. This previous action resulted in an error screen and the rosa robot then proceeded to shut down approximately at 12:44 pm pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes. A second shut down event occurred approximately at 1:32 pm. This event occurred when the rosa robot was automatically moving to the 5th trajectory as the doctor kept their foot on the vigilance device pedal. The rosa arm stopped in its pathway, the communication failure window showed up on the rosa monitor, then the rosa robot proceeded to shutdown. The rosa had to be rebooted and this second event delayed the surgery 5 minutes as well.

Event description:
The first event occurred under the rosa guidance tab. After the rosa arm was driven to a chosen trajectory point, the field service engineer set the cooperative mode to axial and slow. The surgeon stepped on the vigilance device pedal and then pushed the drill adaptor closer to the patient. This previous action resulted in an error screen and the rosa robot then proceeded to shut down approximately at 12:44 pm pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes. A second shut down event occurred approximately at 1:32 pm. This event occurred when the rosa robot was automatically moving to the 5th trajectory as the doctor kept their foot on the vigilance device pedal. The rosa arm stopped in its pathway, the communication failure window showed up on the rosa monitor, then the rosa robot proceeded to shutdown. The rosa had to be rebooted and this second event delayed the surgery 5 minutes as well.

Manufacturer narrative:
It was reported that two communication failures occurred during the surgery. Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation confirmed those two communication errors. The first one was due to a shared memory error between rosanna and mario. The second one might be due to a communication failure between mario and the controller to process the rosanna command to send the arm on a cartesian position. The communication error between rosanna and mario is a consequence of that, and is responsible for the device shutdown. The design defect br-120 occurred during this surgery but did not impact it since the arm was never sent on trajectory with the incorrect configuration. This design defect is currently being escalated in the field action 3009185973-08-28-2019-001-c.

Event description:
The first event occurred under the rosa guidance tab. After the rosa arm was driven to a chosen trajectory point, the field service engineer set the cooperative mode to axial and slow. The surgeon stepped on the vigilance device pedal and then pushed the drill adaptor closer to the patient. This previous action resulted in an error screen and the rosa robot then proceeded to shut down approximately at 12:44 pm pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes. A second shut down event occurred approximately at 1:32 pm. This event occurred when the rosa robot was automatically moving to the 5th trajectory as the doctor kept their foot on the vigilance device pedal. The rosa arm stopped in its pathway, the communication failure window showed up on the rosa monitor, then the rosa robot proceeded to shutdown. The rosa had to be rebooted and this second event delayed the surgery 5 minutes as well.